Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection of the implantable cardioverter defibrillator system. The infection was of the (B)(6) strain. On (B)(6) 2020, the implantable cardioverter defibrillator system was successfully removed. The patient was reported to be in stable condition. Related manufacturer reference number: 2017865-2020-08279, 2017865-2020-08280, 2017865-2020-08281.